Event description:
It was reported that after a traumatic fall, patient experienced ineffective therapy on the left side. Lead diagnostics showed that contacts 5-8 had all high impedances. X-rays showed that the left drg lead was fractured. Surgical intervention may be undertaken to address this issue.

Manufacturer narrative:
Section b3: date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: drg slim tip lead, model: mn10450-50a, UDI: (B)(4)., serial: (B)(6), batch: 9137110

Manufacturer narrative:
Correction: section d4 - additional device information: serial number and UDI corrected. Correction: section h4 - device manufacture date corrected. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: drg lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 9137110. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional report indicated surgical intervention was undertaken wherein the left t12 fractured lead was explanted and replaced new leads placed at bilateral l1 and therapy was restored.

Manufacturer narrative:
Correction: the allegation is against both leads and component most likely is no longer applicable. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.